Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed. Expiration date - unknown; manufacture date - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the clinical study patient underwent an initial left total hip arthroplasty on (B)(6) 2014. Subsequently, the patient had a revision on (B)(6) 2014 due to periprosthetic fracture. Review of invoice history verified the implant and revision surgery dates. The modular head, taper adapter and stem were removed and replaced.